Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus thailand (oth). During the incoming inspection by oth, it was found that there was a cut in the camera cable of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that reported phenomenon attributed to the failure of the camera cable due to unexpected physical stress.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a an unspecified procedure using the subject device at the user facility, the endoscopic image was intermittently displayed on the screen of the subject device. There was no report of patient injury associated with this event. The user facility replaced the subject device to a similar device to complete the procedure. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that ¿scope error e315, unsupported scope¿ was displayed on the screen of the subject device.